Event description:
It was reported that the expressew iii w/hook device jaws do not close flush. During an in house engineering evaluation it was found that the device was loose. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that the device shows wear marks as normal in this type of reusables devices. The jaw was found to be loose. No other anomalies were noted. To test its functionality, the device trigger was depressed and the jaw was unable to be closed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the expressew iii w/hook would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU-110114 inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function. Inspect the suture passer prior to use to ensure proper mechanical function. Locking mechanisms should fasten securely and close easily. It was determined that no corrective action is required, and no further action is warranted. However, j&j medtech orthopaedics, will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.